Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please explain what is meant by, the reload got broke down. This is not clear. How was the procedure completed? As the reload got struck in the middle of the firing. The doctor had applied little pressure to continue the firing, but the reload got broke at the proximal part and staples were improper. Then the doctor had taken an another reload and did the firing, were proper staples were formed. Did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded? No piece was fallen in patient's body, as the reload got broke and immediately surgeon removed it and in same condition was sent.

Event description:
It was reported that during a low anterior resection procedure, the doctor fired the reload and got broke down and no proper staples formed. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m5443j. The analysis results showed that one cr40g reload was received fully fired; in addition, the anvil and washer were detached, making the reload non-functional. It should be noted that to reload the device insert the new reload into the metal housing and snap into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated. Remove the staple retainer. Check that the reload is held firmly within the jaws. If the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for additional information. No functional test was performed due to the condition of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.